Manufacturer narrative:
D10: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. 320-38-00 - equinoxe reverse 38mm humeral liner +0. 320-10-00 - equinoxe reverse tray adapter plate tray +0. 320-01-38 - equinoxe reverse 38mm glenosphere. 320-15-01 - eq rev glenoid plate. 320-15-05 - eq rev locking screw. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial tsa (total shoulder arthroplasty) on the right side. Subsequently, the patient experienced deep vein thrombosis which required an emergency room visit and medication. The outcome is considered unknown. The device remains implanted. No further information available.